Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies, and the right ventricular (rv) lead exhibited intermittent oversensing of atrial activity. The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.